Event description:
The customer reported that the enteral feeding unit was over heating. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the enteral feeding unit was over heating. The unit was triaged and the customer¿s reported condition was confirmed. No attempts were made to power on the unit. Visual inspection found a layer of plastic inside the display had shrunk due to heat. The unit was disassembled. Further inspection found contamination on the display and corrosion on the main pcba. The battery appeared bulged. The potential root cause is the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.